Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 11-april-2024, it was reported by the patient for the kinked cannula within few hours of use. Event was occurred on 10/03/24, 19/03/24, 25/03/24, and 06/04/24. 4 infusion set was affected. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.